Event description:
The customer stated that once the patient was initially hooked up, the air in blood alarm sounded. The blood leak occurred right at the start of the treatment. A recirculation was done. The treatment was started again, but it was noted that the blood in the venous line went toward the dialyzer instead of toward the patient. This was caught right away. The air in blood alarm was unable to be done on the arterial side. Approximately 200cc of blood was lost. At the time of the incident all connections were checked and found to be secure. The facility has been using the exeltra dialyzers for approx 1-2 yrs. 5-10% of the patients are on the exeltra dialyzers. The facility also uses the CT 190g and the ca hp dialyzers. The blood tubing used was gambro. The bloodline used was returned to gambro for evaluation. The facility was using a phoenix hemodialysis machine. No medical intervention required.

Manufacturer narrative:
The issue of dialyzer fiber blood leak is addressed in technical summary prts00105.